Event description:
Patient was revised to address pain. As pain is the only reason for revision given, per depuy complaint handling procedures, all revised products are being reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d (B)(6) 2014 - legal claim was received, which identified doi and dob information. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2014.